Event description:
Recent reporting of event occurring in 2008. The suture broke off after deploying the needle. The needle was pulled back and there was no suture. The product was re-wired and replaced with a new device. Similar incident with the same product lot number.